Event description:
It was reported that during a whipple procedure, firing knob broken during third reload firing on first patient. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Staples were malformed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Thick - colon. Was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? Not applicable. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Staples were malformed. Was the firing to close an ostomy? No. Is a pathology specimen available? No. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Nothing. How long has the surgeon been using this device for this procedure? 1 year 8 months. What predicate device was used by the surgeon? Covidien's dst80. Was there a recent conversion to ees devices in this account or with this surgeon? No (90% ees account).

Manufacturer narrative:
(B)(4). Firing knob dislodged, damaged staple height selector. The analysis results found that the device was received with the halves mixed and with the firing mechanism damaged as the firing knob was detached, the lower slip block was broken and the staple height selector was damaged. The device was received without a reload present. Due to the condition of the device, no functional test could be performed. While no conclusion could be reached as to how the firing knob and the slip block assembly became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.